Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo_12.1 implantable collamer lens, of diopter -7.5, into the patient's left eye (os) on (B)(6) 2024 . On (B)(6) 2024 the lens was exchanged with a same model but longer length lens due to low vault without rotation. This resolved the problem. Cause of event was reported as unknown.